Event description:
During service by baxter techician, the device failed accuracy test with underdelivery. The hospital representative stated they have no record of any patient incieent involving the pump since the last baxter service event.

Manufacturer narrative:
The pump is in the process of being evaluated.